Event description:
Report received of an overdelivery of morphine. In 2003 at 10:15am while in the recovery room, the pump was programmed to deliver morphine 1mg/ml in the pca only mode with a pca dose of 2mg, a patient lockout of 10 minutes, and a 4-hour limit of 30mg. At 10:40am, the patient was transferred to the nursing floor. After arrival on the nursing floor, the pca settings were verified by two nurses and found to be correct. At 12:25pm, the patient's blood pressure dropped to 85/57mmhg. The patient's blood pressure continued to be low over the next few hours. At 2:35pm, the patient's blood pressure was 76/47mmhg and the patient was treated with 1 ampule of narcan, unspecified IV fluids were increased, and the patient was placed in trendelenberg position. At 3:00pm, the pca pump alarmed with an empty syringe message, but the display screen reportedly showed that 7.9mg had infused. At that time, the pca pump was discontinued and the patient received another ampule of narcan and additional IV fluids. After 3:00pm, the patient's blood pressure returned to pt's normal range. During the event, the physician reported that the patient experienced a brief moment of confusion, but never lost consciousness. The patient was otherwise alert and oriented throughout the event. The patient was transferred to the rehabilitation unit 2 days later and was discharged home 5 days later. Though requested, no additional information was available.